Event description:
It was reported that during the procedure in the left internal carotid artery with mild calcification, the barewire was advanced without resistance. The patient complained of severe headache. The physician pulled back on the guide wire and then continued advancement of the barewire "blindly" beyond the target lesion. The emboshield delivery catheter was advanced and the filter was deployed successfully. An unspecified stent was deployed successfully and the filter was retrieved using the retrieval catheter. The patient's headache was rated as 10. Angiography and computed tomography (CT) scan revealed a perforation of the artery. No treatment was provided due to medical opinion that the perforation would most likely seal spontaneously; however, fentanyl was administered for the headache which subsided immediately. The patient experienced no other adverse patient sequela and the headache pain was rated as 4 post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of headache and perforation are listed in the product instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.